Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device started to send frequencies to different parts of his body (knee caps and stuff), so he stopped messing with the device all together because it seemed to be more of a pain than a help. The patient noted that he hasn't charged the implant in two years, and that he started noticing issues about a year prior to the report. The patient is looking to find a physician to remove the device.